Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported via the manufacturer representative that electrodes 0-7 were out of range and greater than 10000. It was unknown what environmental factors may have led to the issue and it was noted that the patient had a history of falls but they were unsure if it was related. The patient's implant was at end of service and stimulation could not be tested, however, the patient stated they were getting coverage in all areas of pain using electrodes 8-15. The patient did not need electrodes 0-7 so the plan was made to replace the implant and not touch the leads per the patient's wish. The issue was resolved at the time of the report. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.